Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was successfully implanted in the laa. Transesophageal echocardiogram (tee) confirmed no pericardial effusion and there was no angiographic evidence of a perforation. Approximately three hours post procedure, the patient showed symptoms of a pericardial effusion - shortness of breath and chest discomfort. A pericardiocentesis was performed where 600cc of fluid was removed from the pericardium. The patient was stable and was discharged from the hospital the following day.